Event description:
The customer reported that a pt was on a bed sensor pad with an alarm monitor. The pt got out of bed and fell. The sensor did not trigger the alarm to sound. The pt was taken for x-rays on their shoulder and no injuries were found. The customer reported that they tested the alarm and it is now working fine with a working sensor pad.

Manufacturer narrative:
(B) (4). Product has been requested to be returned, but has not been received. (B) (4).